Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks and also anti-tachycardia pacing (atp) to the patient for supraventricular tachycardia (svt). The patient episode was not terminated. Therapy was exhausted on some of the episodes. The patient was treated by paramedics and was externally shocked and given amiodarone. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks and also anti-tachycardia pacing (atp) to the patient for supraventricular tachycardia (svt). The patient episode was not terminated. Therapy was exhausted on some of the episodes. The patient was treated by paramedics and was externally shocked and given amiodarone. Additional information was received that this crt-d had another episode where there was undersensing noted that lead to inappropriate shocks and atp. The post shock detection enhancements were turned off. Subsequently, therapy was exhausted. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information field: b5: describe event or problem and h6: device codes.